Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105) has been confirmed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck). The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing a service code 105(pulse test fault).